Event description:
Reportedly, while in use on a pt, the alarm "fp ram test failed" appeared on the cpm and all other led's powered off. The e500 did not sound an audible alarm, however, it did alarm visually and it also activated the nurse call alarm via the nurse call connection and cable. It was reported that the pt was not injured and was removed from the e500 and was alternatively ventilated. The e500 was powered on and off several times by an rt in an attempt to clear the "fp ram" error message with no success (pt not connected). It was later confirmed with the reporter that the ventilator never stopped ventilating the pt.

Manufacturer narrative:
Eval summary - there was no sign of physical damage observed upon receipt of the device. Attempted to replicate the reported failure by randomly power cycling on/off the ventilator. After powering the ventilator off and then on five times, the ventilator displayed a message "fp ram test failed" with an audible alarm. After the failure message was displayed, the following functional verifications were performed: verified the power supply circuit using the oscilloscope. Result: no anomalies were observed. Verified the reset circuit function. Result: no anomalies were observed. Verified the cb (control bus), ab (address bus), db (data bus), and etc signals which are inputs and outputs of the cpu. Result: no anomalies were observed. Verified signals around the ram by using the oscilloscope. The input and output performance of data bus signals were obtained based on chip select signal and out enable or write signal. Result: no anomalies were observed. The address bus and data bus signals of all of chip select signals were checked because of the effectiveness from surrounding components except ram. Result: no anomalies were observed. After a new memory cell on u4 was replaced, the unit was power cycled on/off approx 50 times. The failure message "fp ram test failed" was no longer displayed. Based on results of the failure investigation, it can be concluded that the reported failure was used by a single faulty memory cell on u4. The defective single memory cell u4 is a random component failure which caused the ventilator to display the message "fp ram test failed". There was an audible alarm with this error message. The reported problem "the e500 did not sound an audible alarm" could not be confirmed. No further action is necessary at this time. We will continue to monitor future complaints for this type of failure. The returned device was replaced with a new one and run in for 72 hours. No problem was observed.